Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to high impedances out of range, cause by a suspected lead fracture. A fluoroscopy was performed, but the suspected fracture could not be visualized. Also, the lead/header connections were evaluated and they were found to be intact. A new rv lead was implanted. No additional adverse patient effects were reported.